Manufacturer narrative:
E4 has been updated.

Manufacturer narrative:
Product complaint # (B)(4). The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This report represents the pump. Another report was submitted to represent the automated impella controller. Refer to section h.10 for the related report number.

Event description:
The complainant had impella 5.5-automated impella controller (aic) support initiated for a patient admitted in with decompensation after a prior impella cp had been explanted the day prior. The impella cp was removed, an intra-aortic balloon pump was placed, and now an impella 5.5 was placed and the aic had immediate priming/zero/controller failure. The aic was replaced and support was initiated but after the pump was started there was an observation made of air. The team removed and replaced the impella 5.5 with a new pump. The second pump remains on for support to date despite the air observation.

Manufacturer narrative:
The returned product was visually inspected and there were no abnormalities. The cause of the pump not detected could not be determined. The cause of the embolism was not determined due to insufficient clinical details. The device passed all post-sterile inspection checks.